Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, removed e1(initial reporter), h6(health effect ¿ clinical code , health effect ¿ impact codes). The getinge field service engineer (fse) that encountered the issue could not complete the repair because the parts have not arrived in stock yet. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that during service engineer visit, the cardiosave intra-aortic balloon pump (iabp) plastic surround of was cracked and need replacement. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during service engineer visit that the cardiosave intra-aortic balloon pump (iabp) plastic surround of was cracked and need replacement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b6, b7, b8, d10, g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (investigation findings and component codes), h11 corrected fields: e1 (initial reporter), e2, e3. The getinge field service engineer (fse) that encountered the issue replaced lower display bezel and compressor due to hours on service. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.